Event description:
Customer reported high blood glucose readings of 400 mg/dl. It was noted that the customer entered higher boluses and more insulin. It was noted that the customer had low blood glucose readings of 70 mg/dl and he often received alerts due to the difference between sensor and blood glucose readings. Customer stated that they woke up with threshold suspend alerts as the difference between the sensor and blood glucose readings was nearly 40 points. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.